Manufacturer narrative:
The tandem t:flex pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. Subsequently, u-500 insulin was being used to fill the cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully.